Event description:
It was reported that a patient was set to have a generator replacement for an unknown reason. One good faith attempt has been made to gather the reason for replacement and it was noted that the patient is being referred due to battery being low, ifi=yes. Information was later received confirming the patient received a prophylactic replacement. An insurance group later reached out requesting information on how to process claim related to the recall for premature battery depletion as it was the reason for the generator replacement. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and based upon the date of the trim-test tab operation, the device may be susceptible to premature battery depletion the facility the battery replacement took place is a no return site that discards all explants, therefore the generator is not available to be returned. No additional relevant information has been received to date.